Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) a polarsheath was selected for use. When attempting to advance the guidewire through the dilator a fine split occurred in the lumen part of the tip.. The sheath was replaced with another of the same model and the procedure was completed. The device is not expected to be returned for analysis due to contamination.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) a polarsheath was selected for use. When attempting to advance the guidewire through the dilator a fine split occurred in the lumen part of the tip. The sheath was replaced with another of the same model and the procedure was completed. The device is not expected to be returned for analysis due to contamination.